Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacemaker does not increase their heart rate quickly enough when they begin running, and does not get high enough to sustain a decent pace. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.